Event description:
It was reported that after the catheter revision in 2008, the pt continued to not respond to the therapy, prompting an ap lateral x-ray to be taken. The x-ray showed the catheter had coiled behind pump. A second catheter revision was performed on the following month. See also manufacturer's report#: 3004209178200804182.

Manufacturer narrative:
Results: used for the catheter. It is unknown which catheter was coiled.